Event description:
It was reported that the supply line of a disposable homechoice cassette had a connection issue with a solution bag. The patient stated that while twisting the cassette line connector to the solution bag, the connector snapped off and broke, with about half of the piece remaining connected to the tubing. This occurred during an unspecified step of peritoneal dialysis therapy or setup. The patient stated that there was no clamp damage, the luer was not overtightened, and a connection assistance device was not used. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.